Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a resolute onyx case, the stent dislodged. The stent was snared and subsequently was deployed in the iliac. No patient injury is reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The dislodged stent was snared and dragged down into the femoral area but the stent would not go through the sheath. The stent was then surgically removed from the femoral area. Patient is doing well. If information is provided in the future, a supplemental report will be issued.